Event description:
Please be advised that the bard urological division was notified of this occurrence on 01-17-96 and has been in contact with the rptr through field assurance dept. As the event did not meet the criteria of a reportable event as outlined in 21 cfr 803.24, no MDR was submitted as a result of this report.